Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that there was a kink in the locator on the angio-seal device. When the locator was attempted to insert into the sheath, it did not advance by resistance. Then locator was withdrawn from the sheath and a kink was found in the locator. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.